Event description:
The issue involves the pvformcontrols.dll used within the millennium powerforms application. The issue occurs when a user only enters one value into one cell of a multi-alpha / basic grid in the powerforms application. In this scenario, the documented information is not written to the database. This issue could potentially adversely affect patient care if the documentation on a multi-alpha / basic grid was critical to the care of the patient. For example, if the grid were used to document current medications, the lack of a known medication could potentially be a problem for the ordering of other medications. If the grid were used to document current allergies, the lack of a known allergy could potentially be a problem for new medications ordered or other care given to the patient. Cerner has not been made aware of any adverse patient care events that resulted from this issue.